Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving baclofen, 2000 mcg/ml at minimum rate via an implantable pump for intractable spasticity. It was reported that on (B)(6) 2022 the patient's pump went empty. On (B)(6) 2022 the patient was see in the physician's office and referred out since they did not have any symptom changes related to the pump going empty. The caller stated the patient had a stroke many years ago and that was the reason for the pump being implanted. Until they asses further, it was planned to fill the pump with saline. To silence the alarm they set the pump to min rate and reservoir volume of 5 mls added. A note was left in the patients chart that the pump was not actually filled today. There were no symptoms or patient complications reported. Additional information was received from the company representative (rep) on 2022-nov-28 the cause of the empty pump was due to both the doctor and patient missing the refill date. The empty pump was not a result of a user error or malfunction. It was unknown if a refill had been scheduled. They were planning to fill with saline, the doctor was going to update the rep of the refill date.